Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the customer received an occlusion alarm earlier in the morning. Customer reported blood glucose (bg) level was 273-298 (mg/dl). The customer changed supplies following the occlusion alarm and delivered a bolus to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.